Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol perfix plug (device #2) may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of bilateral inguinal hernias. Two bard/davol perfix plugs (device #1 and device #2), reference numbers (B)(6), lot number huve0691 and reference number 0112770, lot number huwc1703 were implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient has been injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective bard/davol perfix plug (device #1 and device#2).

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol perfix plug (device #2) may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the UDI no. And manufacturing date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ perfix plug (device 1). An additional supplemental emdr was submitted to represent the bard/davol - perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of bilateral inguinal hernias. Two bard/davol perfix plugs (device #1 and device #2), reference numbers (B)(4), lot number huve0691 and reference number (B)(4), lot number huwc1703 were implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient has been injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective bard/davol perfix plug (device #1 and device#2). Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of two perfix plug (device 1-left and 2-right). Per operative notes, ¿bilateral inguinal hernia defects were encountered and two extra-large and large perfix plug (device 1 and 2) were placed over the defect and sutured circumferentially.¿ (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with removal of left mesh (device 1) and implant of synthetic mesh. Per operative notes, ¿the previous mesh (device 1) was migrated down into the scrotum. The indirect hernia with scar was noted. The hernia with displaced mesh (device 1) was excised and to the recurrent hernia synthetic mesh was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent open repair with removal of right mesh (device 2) and implant of bard flat mesh (device 3). Per operative notes, ¿the mesh (device 2) seen protruding through the inguinal floor and adherent to the cord structures was excised completely. The hernia sac with scar tissue was removed and bard flat mesh (device 3) was placed over the recurrent right inguinal defect and sutured.¿